Event description:
It was reported when using the pyxis medstation es system that it had a communication issue. Two devices were not communicating. The customer reported an issue occurred when dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no other findings were available. The technical service indicated there was no communication issue on these devices at the moment. The system functioned as intended after the technical service engineer verified the device.